Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead had dislodged twice in the past and was repositioned on unknown dates. The patient presented in clinic for follow-up on (B)(6) 2018. It was noted that the right ventricular lead exhibited high, high voltage lead impedance. On (B)(6) 2018, the patient presented in the operating room for lead revision. During the procedure it was noted that the lead was dislodged. The lead was repositioned successfully and the issue was resolved. The patient was stable.